Event description:
It was reported that there was foreign material like hair, liquid, or black particle in all individual packages. It is involved in variety of packagings in different locations. There was no pt involvement. The reporter stated that they contacted MFR and allegedly, it is still under investigation. The local distributer was also informed and they offered to send replacement but consumer declined, because they said it might be contaminated as well, or might be same lot # as many lot numbers involved in it. The reporter provided 2 specific lot #s as follows: lot # a070202, lot # a270102.